Event description:
The caller reported a malfunction on the pump, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if any further issues occurred.